Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The b30 scope communication error was present during testing. Additionally, the video connector receiver lock was not functioning properly. The rubber foot was worn and the battery consumption was abnormal. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite video system center was presenting a b30 scope communication error during preparation for a therapeutic procedure. According to the initial reporter, the intended procedure was completed without patient harm by using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.